Manufacturer narrative:
The investigation has been completed. During the explant of the device, the medical doctor identified an approximately six centimeter long unusual tissue formation at the impella inlet. No product nor data logs were returned. The failure mode was changed from removal issue to thrombus as although the issue was found during removal of the device, there were no issues related to specifically to the removal of the device. As the necessary information was not provided, the root cause of the thrombus was not determined. B.1 revised since the initial manufacturer device report number 1220648-2025-25919 was submitted based on the investigation results. B.2 revised to add a selection since the initial manufacturer device report number 1220648-2025-25919 was submitted based on the investigation results. H.1 revised since the initial manufacturer device report number 1220648-2025-25919 was submitted based on the investigation results. H.6 based on the investigation results, health effect - clinical code, health effect - impact code and medical device problem code were revised since the initial manufacturer device report 1220648-2025-25919 was submitted.

Event description:
The user facility reported a patient with acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support. At the end of the 6-day support the patient was successfully weaned and the device was explanted with some difficulty. During explant, removal issues were noted as the physician identified an approximately 6-centimeter-long tissue formation at the impella inlet. Reportedly, the patient survived the explant and there was no harm to the patient as a result of the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.